Event description:
Chief technician reporting two "blood leaks" on two devices with one pt. The lots were both the same. This report is concerning the second "blood leak". The pt reportedly was initiated onto dialysis with another dialyzer which had a "blood leak". The pt treatment was re-started with this new, pe-processed dialyzer. Blood was sensed in the dialysate by the blood leak alarm of the dialysis machine. The treatment was stopped, the dialyzer was changed per facility protocol (extracorporeal circuit of blood was discarded). Estimated blood loss 240 ml. In combination with the previous "blood leak", the pt had a total of 480 ml blood loss. MDR filed due to blood loss reported. There were no reported ill effects to the pt and no medical intervention was required. Have requested pre and post event hematocrits on 7/17/98. According to the complaint "I have ruled out the reporcessing machines, renatrons, and the dialysis machine, fresenius 2008h. The dialysis machine was removed after the first leak. The second leak occurred on a different dislysis machine."